Manufacturer narrative:
(B)(4) was not returned for evaluation as the pump remains implanted in the patient. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed 22 electrical fault alarms of type 'rear_phase_c_open' have been logged since (B)(6) 2016, confirming the reported event. This alarm is indicative of an open electrical connection on the rear c wire of the driveline. A splice repair was performed which resolved the issue. Heartware investigated this issue under CAPA (B)(4) which found an inadequate design specification for driveline pull load. The current driveline pull load specification does not take into account the loss of electrical continuity once a tensile load is applied and there isn't an adequate safety factor built in for other forces (i.e. Accidental pull of the driveline) as seen in the field. The most likely root cause of the recessed pins was the reported dropping of the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Device remains implanted.

Event description:
It was reported that this patient experienced "electrical fault" alarms while bowling. The patient came to the hospital and upon inspection the driveline was noted to trigger "electrical fault" alarms with movement. The patient was admitted for driveline sheath repair per fs0012 rev02 and driveline splice procedure per fs0011 rev05. Log files were downloaded. The patient was prepped with intravenous heparin prior to the procedure. The pump was stopped for a total of two minutes. After repair of the front stator, the driveline was disconnected, the boot placed, and the pump successfully restarted on dual stator again. The remaining piece of the original driveline was then re-taped per fs0012 rev02. The patient tolerated the procedure without issue. Of note, the patient reported to have dropped the controller in the shower.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.